Manufacturer narrative:
H11: it was not possible to retrieve the product for investigation since it was retained by the customer. By reviewing the complaints database, no further event was recorded on this same lot out of (B)(4) manufactured units. No similar events were recorded on this specific product code. DHR review was performed on the lot and no deviation or non-conformity was identified. The involved cannula tip is assembled to the y connector through the use of uv adhesive during manufacturing. Based on the available information, it cannot be excluded that an isolated operator error occurred during the assembly phase of this product due to insufficient adhesive application. To prevent re-occurrence, the manufacturing personnel has been involved in a dedicated training meeting to discuss the specific event.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova USA inc. Manufactures the aortic root cannula. The incident occurred in lubbock, texas. Through follow-up communication with the customer, livanova learned that the tip is still in the patient. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report related to an aortic root cannula. The cannula was implanted in the patient by the surgeon and during this process it was noted that the tip broke off. The surgeon was not able to locate the tip and the tip remained with the patient. Affected unit was removed and replaced with another one.